Event description:
The pt underwent surgery to repair a prolapsed bowel in 2001. The pt was discharged from the hospital. Several weeks after the pt's second follow up, pt felt pain that was described "like a needle sticking". Pt also experienced several days of bleeding. Physician removed a suture from the operative site during an office visit. On 3 dates after office visit pt experienced bleeding again. Physician removed a 4 inch piece of suture. Pt returned to the physician's office 4 times after suture removal. During each office visit, the pt was treated with silver nitrate. Physician has advised the pt to have the sutures removed under general anesthesia.